Event description:
It was observed that during the device evaluation, the bronchovideoscope exhibited a noise appears and no image is displayed (poor contact). There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation a root cause could not be identified. Based on historical data, possible causes include electrical problems due to open or short circuit, signal loss, and damage or deterioration of parts, environment problem like as dust/dirt/humidity, optical problem, overheating problem between the bronchovideoscope components without any design or manufacturing defects. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.